Manufacturer narrative:
The customer's report was observed during evaluation of the device. The customer's report was verified and attributed to performing mode configuration steps incorrectly. Device was re-configured to resolve the report. The device was re-certified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device restart/reboots itself. Complainant indicated that there was no patient involvement in the reported malfunction.